Event description:
Staff reported patient placed on vent and immediately received control systems error te 11; removed vent. Hospital biomed worked with vendor and identified a bad safety valve that was replaced.